Event description:
Clinical trial. It was reported that post index procedure, the pt had a myocardial infarction (mi) and target vessel revascularization (tvr). The pt presented with angina for the index procedure. The index procedure treated a lesion in the proximal left anterior descending (lad) artery. The lesion was 3.5 mm wide, 20 mm long, and 70% stenosed. The physician predilated the lesion prior to placing a 3.5x 24mm taxus express2 stent. Residual stenosis was 0%. On day 1775, the pt presented at the emergency room with the sudden onset of chest pain measuring 9 out of 10 in severity. The pt had been experiencing intermittent chest pain for approximately one week. The pt was diagnosed with a non-stmi based on an elevated troponin level. The pt was referred for cardiac catheterization. Cardiac catheterization revealed 95% restenosis of the proximal lad. The proximal lad was treated with another manufacturers 3.5 x 18 mm stent. The physician noted it was definite the serious adverse event was related to the taxus stent. The event was reported resolved as of that same day.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly batch # 4569702 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.